Event description:
It was reported that this implantable cardioverter defibrillator (ICD) possibly delivered electric shock therapy more than once and anti-tachycardia pacing (atp) for atrial fibrillation with rapid ventricular response. Also, the atp accelerated the rhythm. At the end, the arrhythmias were converted. Lead measurements were within normal range. The ICD remains in service at this time. No additional adverse patient effects were reported.